Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was asymptomatic, his cgm displayed high; however, he passed out and was found unresponsive by his wife. Emergency medical services (ems) were called; upon arrival, the patient¿s bg was checked which was 26 mg/dl. The patient was treated with IV glucose and regained consciousness. The patient declined transportation to the hospital. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.